Event description:
It was reported that the health care professional (hcp) had called in for magnetic resonance imaging (MRI) mode on the pacemaker system. Technical services (ts) confirmed that both device and leads were MRI conditional. Upon review it was noted that safety switch was triggered due to high out of range pacing impedance measurements, measuring greater than 2100 ohms. Technical services (ts) recommended to follow up with the cardiologist. There was no MRI programmed. This device remains in service. No adverse patient effects were reported.